Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode had dislodged and migrated from its original implant position. This was confirmed via x-ray. Defibrillation threshold (dft) testing was performed and the electrode remains in service. No additional adverse patient effects were reported.